Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. Approximately one year following implantation the patient was diagnosed with an incarcerated hernia with ingrowths into the mesh and numerous bulges within the mesh providing possible sites for hernia formation. The patient underwent emergency surgery on (B)(6) 2011 due to intestinal obstruction involving incarceration of the small intestine within the mesh. Also, numerous adhesions between the small intestine and the mesh were found. Additional information was requested.

Manufacturer narrative:
(B)(4). Incarcerated hernia. Incarcerated hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.